Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the medium-large clip applier was not clipping. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: after swapping to a backup clip applier, the procedure was completed as planned without any injury or harm to the patient.

Manufacturer narrative:
The medium-large clip applier has been returned and evaluated by the failure analysis (fa) team. Fa investigation confirmed and replicated the customer reported complaint. The instrument was found to have failed the clip test. The instrument was placed and driven on an in-house system. The instrument did not fully close the clip onto the test tubing. Root cause of this failure is attributed to user. The clip applier instrument was found with one grip bent. The damage was found near the base of the clip groove, causing a .061" offset at the tips. As a result, the clip could not be properly loaded on the grips and causes the clip test to fail. The root cause of severely bent instrument grips is typically attributed to the user, such as excess force applied to the instrument jaws. No images or video were submitted for review. A review of the device logs for the medium-large clip applier associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2022 during a cholecystectomy procedure. The system serial number was confirmed to be (B)(4). There were 45 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: fa confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.